Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a pre-fills saline syringe. The customer reports the pt suffered from aml and was being treated for this condition. The pt picked the product up from the physician on (B)(6) 2013 and began using the product on (B)(6) 2013 until it was all gone. It is unk how long the product was used. The customer reports that the pt used the pre-fill syringe and rec'd a blood infection. Following the infection, the pt got an abscess near the spine and had to have it surgically removed. The customer reports the pt has since expired in (B)(6) of 2013 as a result of an accident, where she had slipped in the shower and hit her head resulting in a brain bleed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.